Event description:
It was reported via medwatch report that a deep a-fib-ablation procedure was being performed on a (B)(6) yr/old female patient. The event desc: the heat from the atricure device most likely melted the tip off about 2cm from the end of the central catheter when it was in close proximity. The ends at the separation point are both sealed. The tip of the broken catheter was retrieved after the ablation procedure was completed. The anesthesiologist was trying to flush the catheter and it was discovered it was not possible. They removed it and found one of the blue tips missing. They noticed the reason it would not flush is the area of the separation was melted. A replacement two lumen catheter was inserted. The broken tip was retrieved. (B)(6) 2012 - follow up information states the broken piece was removed with the use of a snare. There was a few minutes delay in treatment for the anesthesiologist to insert a new catheter. There was no negative effect to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.